Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's lead showed potential problems in the impedance reading. Database analysis indicated that the impedance measurements revealed three contacts with high values which were active in the older program which can require more energy consumption. Malfunction of one of the leads was suspected. The patient will undergo a replacement of the lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead showed potential problems in the impedance reading. Database analysis indicated that the impedance measurements revealed three contacts with high values which were active in the older program which can require more energy consumption. Malfunction of one of the leads was suspected. The patient will undergo a replacement of the lead.